Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Intuitive surgical inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, a loose cable was observed on the tenaculum forceps instrument and the instrument could not grasp. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.